Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not conclusively be determined through this evaluation. Additionally, a specific cause for the patient¿s driveline infection could not conclusively be determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system instructions for use lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including bleeding and driveline infection. The heartmate 3 lvas patient handbook describes caring for the driveline exit site. Several sections of this handbook provide care instructions in regards to preventing infection. This handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021, the driveline was improved and medication was decreased to 500 mg three times a day.

Event description:
It was reported that on (B)(6) 2021, during a scheduled visit the provider took a wound culture of the patient's driveline site since there was little blood present and was sore. The patient reported a dog jumping on her a few days prior. The provider suggested wearing abdominal binder to stabilize and protect the driveline. Due to the drainage present, an aerobic culture was taken and came back positive for gram positive bacilli, probable corynebacterium species and staphylococcus epidermis. As of (B)(6) 2021 there were no medications ordered for the patient, as suggested by infectious disease, due to no systematic symptoms. A plan was made for the patient to return to clinic in 8 weeks and to be monitored for spreading of erythema or induration of pain. On (B)(6) 2021 the patient went to the emergency department for their driveline bleeding through the dressing. The patient applied pressure to the driveline site which stopped the bleed. While the patient was in the emergency department labs were drawn, nothing notable was seen. It was noted that the patient was not wearing their abdominal binder as instructed. The patient's skin was cauterized at the driveline site to stop the bleeds. The patient was sent home. An aerobic culture was taken and infectious disease (ID) would be reviewing the results. The cultures were found to be positive for staphylococcus aureus gram positive cocci in pairs. ID recommended 500 mg of keflex four times per day until the infection improved. On (B)(6) 2021, the driveline was improved and medication was decreased to 500 mg three times a day. On (B)(6) 2021 and (B)(6) 2021 the driveline was cauterized with silver nitrate, granulation tissue.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the emergency department for their driveline bleeding through the dressing. The patient applied pressure to the driveline site which stopped the bleed. While the patient was in the emergency department, labs were drawn, and nothing notable was seen. It was noted that the patient was not wearing their abdominal binder as instructed. The patient's skin was cauterized at the driveline site to stop the bleed. An aerobic culture was taken and infectious disease (ID) would be reviewing the results. The cultures were found to be positive for staphylococcus aureus gram positive cocci in pairs. ID recommended 500 mg of keflex four times per day until the infection improved. The patient was discharged home and would be seen again in the clinic in six weeks or sooner if needed.